Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted on (B)(6) 2025. A photograph was provided for investigation. The allegation was undetermined via photographic inspection. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). MDR regulatory awareness date - correction for initial MDR submission - correct date should be 08-22-2025 due to incorrect entry for previous submission. G3 date received by mfg - correction for initial MDR submission - correct date should be 08-22-2025 due to incorrect entry for previous submission.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.